Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an ars leak was not able to be confirmed by the photo. The image shows an ars (without an introducer needle) drawing fluid from a vial. An air pocket can be observed in the photo, however , the test cannot be replicated without the sample returned for analysis. A complete visual inspection could also not be performed without the sample returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." The customer report of an ars leak could not be confirmed by visual inspection of the customer supplied photo. The image shows an ars (without an introducer needle) drawing fluid from a vial. An air pocket can be observed in the photo, however, the test cannot be replicated without the sample returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the empty introduction syringe (ars) is difficult to pull back when it is unobstructed, making it impossible to test blood return smoothly." No patient harm or consequence reported. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "the empty introduction syringe (ars) is difficult to pull back when it is unobstructed, making it impossible to test blood return smoothly." No patient harm or consequence reported. The patient's condition was eported as "fine".